Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced pocket stimulation approximately one month post implant. A revision procedure was performed. The lv lead was observed to have dislodged. The lead was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.